Event description:
This spontaneous report of an unexpected event (capillary disorder) has met the criteria of a 10-day expedited report. Information was received from a physician regarding a (B)(6) female who received a total of 2 ml of perlane injectable gel (injectable dermal filler) into each side of the nasolabial folds and oral commisures on (B)(6) 2008. Anesthesia in the form of an unspecified numbing cream was administered prior to procedure. Additional procedure included botox (botulinum toxin type a) injections into the glabellar region, crow's feet and forehead. Significant medical history included migraines and previous perlane injections without complication. Concurrent medications included maxalt (rizatriptan benzoate) and advil (ibuprofen) as needed. On the evening of (B)(6) 2008, during the procedure, the physician reported that the patent's face immediately developed blanching (pallor), which the physician later diagnosed as "ischemia" (injection site ischemia). After the procedure, the patient went home, but called the physician 15 minutes later to report that her lip was turning purple. On that same evening, the patient returned to the clinic where she was evaluated by the injecting physician and was found to have bluish purplish upper lip (injection site discoloration). The patient was treated with warm compresses, nitropaste and hyaluronidase injections. After treatment, the affected area appeared to be improving and the patient went home. Once the patient arrived home, she took her migraine medication (maxalt), then called back her injecting physician shortly, to report that her symptoms were "getting worse." The patient returned to the clinic again where the physician re-evaluated her and was found with "purple discoloration at the tip of the nose" in addition to the upper lip. The patient was then treated with additional hyaluronidase. On (B)(6) 2008, the physician reported to the medical affairs liaison that the patient was "much improved" with upper lip appearing "red" and had 2 red dots on the tip of the nose. The patient also had duoderm and an unspecified antibiotic ointment as an additional treatment during her follow-up visit. On (B)(6) 2009, a follow-up telephone call with the injecting physician was conducted. The physician reported that the patient also developed an event of a "broken blood vessel" (capillary disorder) and increased redness (implant site erythema) to the upper lip in addition to the ischemic event and its symptoms. As of the date of this report was received, the events were considered improved. The perlane lot number was reported as 9415 with an expiration date of 10/2010.